Manufacturer narrative:
The complaint preparer reviewed technique, cleaning and maintenance procedures with the customer. No errors were found with the technique. The customer states they are cleaning the calibration bar with alcohol. As per the system manual: "wet a new cotton-tipped stick or lint-free cloth with distilled water and gently wipe and clean the calibration bar." They should not be using alcohol. The customer stated they have two clinitek status' and they are running patient samples on both instruments and comparing the results as a way to double check the instruments. They have not had any further discrepancies.

Event description:
The customer reported a false negative qualitative urine hcg on the clinitek status+ when compared to three home pregnancy tests and a beta hcg quantitative test on a non-siemens lab analyzer. There was no report of injury due to this event.